Manufacturer narrative:
(B)(4). Batch: r5ae8m. Investigation summary: two photos were provided; picture one shows a device echelon 45 inside of its sterile packaging from top view. It appears that the blister is damaged. Picture two shows a tyvek damaged from the right corner. Based on the damaged noted on the tyvek, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.,it was reported that during the procedure, the packaging had packaging integrity. The analysis results found that a pse45a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot r94r0k number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r5ae8m number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Photographic analysis: two photos were provided; picture one shows a device echelon 45 inside of its sterile packaging from top view. It appears that the blister is damaged. Picture two shows a tyvek damaged from the right corner. Based on the damaged noted on the tyvek, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during the endoscopic lobectomy surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.